Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown: product type programmer; physician product ID 8870: product type software. (B)(4).

Event description:
It was reported that following implant a pump memory error occurred. No valid pump and catheter. The cause of the error was indicated as old software card in the programmer. There was no valid catheter so unprogrammable and the hcp was unable to program the pump as there was no data. At that time there were no changes to the pump and a new software card was being obtained. Additional information later received reported the issue was resolved. It was also reported all was ¿fine¿ with patient and a new software card was received.